Event description:
A (B)(6) male pt called zoll customer support to report a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon eval, the trunk cable connector was broken. The root cause of the damaged connector could not be positively identified but was likely excessive force. No adverse event resulted from the defective cable connector. The pt received a replacement electrode belt.